Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a clinical study, the patient experienced hemoptysis following the ablation procedure. Hemoptysis is an expected event per the empress protocol. The site currently believes the patient also had a vasovagal experience. A code was called while the patient was unresponsive. The patient recovered from this event and then proceeded to the planned surgical resection and the resection was completed.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 11/18/2016. Date of follow-up report: 02/16/2017. As the reported event recovery was spontaneous, complete, and without sequelae it was determined to be a malfunction and not a serious injury as originally reported. A review of the device history records indicated that the serial number was released meeting all specifications as manufactured. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The initial report stated a code was called while the subject was unresponsive. Updated information from the customer reported that during antenna insertion a segmental vessel was injured with subsequent accumulation of blood in the pleura. The accumulated blood was aspirated during surgery and no re-bleeding occurred. A total amount 300cc of blood loss was reported after the ablation procedure but before the surgical resection based on pulmonal bleeding during ablation an intrabronchial accumulation of blood occurred with consecutive cough and hemoptysis. The hemoptysis was self-limited, short-term syncope, and most likely based on vasovagal reflex. Afterwards the patient was oriented and responsive. The reporter stated there was not a complete loss of consciousness and there was a pulse. Re-evaluation identified this is now a malfunction (not serious injury/adverse event).